Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited failure to extend the helix. The right ventricular lead was not used and replaced. The patient experiences no consequences.